Manufacturer narrative:
Concomitant medical product: ethicon prolene: (B)(6) 2009, boston scientific the advantage fit: (B)(6) 2009.

Event description:
The patient was reportedly implanted with a cook biodesign or surgisis 4-layer tissue graft, an ethicon prolene device, and a boston scientific the advantage fit on (B)(6) 2009 at (B)(6) center, (B)(6) by dr. (B)(6)-basic (cook and boston scientific devices) and dr. (B)(6) (ethicon device). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.